Manufacturer narrative:
Upon further investigation by baxter, this event has been determined to be non-reportable. This report is a duplicate of report number, 6000001-2010-02787. Complaint no: (B)(4).

Event description:
On (B)(6) 2010 the baxter field service technician serviced a colleague infusion pump for a battery issue. During baxter's review of the event history on (B)(6) 2010 for another report, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
Evaluation summary:the reported condition of leak was not confirmed. No obvious defect was detected through visual testing. Pressure test at 8psi was conducted, and no leak was found. Batch review performed and no exception was observed during manufacturing. (B)(4).

Manufacturer narrative:
The sample is available for evaluation. A follow up report medwatch will be submitted when the evaluation is complete or if any additional information becomes available. (B)(4).

Event description:
Customer reported on (B)(6) 2010 a set that leaked at the filter. All connections appeared to be secure. It is unknown how long after the set was used when the leak occurred. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available. This is report 3 of 10.